Manufacturer narrative:
Added information to h6. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. See attachment for article.

Event description:
Through the review of the medical article: transcatheter aortic valve implantation in small surgical aortic prosthesis for small body size patients. This event is to capture carpentier edwards pericardium (cep) valves (10 patients) patients with previously implanted cep aortic valves underwent valve-in-valve procedures due to prosthetic valve failure. Among them, four (4) patients had a 19mm cep valve, and all four received a 23mm non-edwards transcatheter valve as a replacement. Additionally, six (6) patients had a 21mm cep valve, and all six received a 23mm non-edwards transcatheter valve as a replacement.